Manufacturer narrative:
D4: correction to product information. H11: a test was performed and the fse (functional safety equipment) found that the table was completely immobilized and unable to move. A check of the main electronic unit revealed a shorted smd fuse. Damage to the distribution board was also evident, preventing normal operation, communication, and movement. Therefore, the operating table requires replacement of its electronic boards and battery fuses to enable the equipment. The table was then connected to the electrical grid, and voltage tests and measurements were performed at the battery charging terminals. However, they showed 0 volts, indicating that the charging stage is not functioning correctly in the electronic unit. Additionally, the batteries were tested, and one was found to be reading 3v; a replacement was requested. The cause of the issue is possible voltage spike. The action to resolve the issue is the fse replaced the required spare parts. Based on the inspection results of the table, it can be assumed that voltage spikes in the power grid caused an overload and tripped the fuse, resulting in the table's failure as it is locked in all its movements. This occurred during biomed testing. Based on this information, no further action is required.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that a mars 2.02 had lost all functions. This occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. No harm or significant impact to the surgical procedure was reported.